Event description:
It was reported that the patient presented to the emergency room with syncope. The ventricular lead exhibited high bipolar impedance and elevated pacing capture thresholds (pct). The lead was reprogrammed to unipolar, which subsequently triggered a battery status of 'aging,' which indicates a need for increased follow up. The patient will continue to be monitored, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.